Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported vascular dissection. The pain appears to be a cascading effect of the dissection. Vascular dissection and pain are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported medication required was result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event,implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the mitraclip procedure, an aortic dissection was noted and treated with medication. It was reported that this was a mitraclip procedure performed on a (B)(6) year-old man to treat severe mitral regurgitation (mr). The procedure was successfully completed. Immediately after extubating the patient, the patient complained of back pain, and computed tomography (CT) revealed an aortic dissection in the descending aorta. The patient was treated with antihypertensive therapy and was discharged. Details are listed in the attached article, titled acute type b aortic dissection during percutaneous mitral valve repair with mitraclip. No additional information was provided.